Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the patient was disconnected from the ventilator for suctioning. When reconnected to the ventilator, the patient was not ventilated. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the patient was disconnected from the ventilator for suctioning. When reconnected to the ventilator, the patient was not ventilated. It was noted that minute volume and tidal volume numerical profiles were absent. Evaluation of received device and trend logs show that the patient was disconnected several times on the date of event, most times in conjunction with disconnection in suction support. When the patient is disconnected, there is no ventilation and no measurements will be shown in the trend graph. The device logs contain also several clinical alarms. These alarms are not likely to be due to any ventilator malfunction but reflect instead the true course of clinical events. No further issues have been reported after the event. The reported issue with not reading minute and tidal volume could not be confirmed. Periods when measurement signals are lacking coincides with periods with disconnection in suction support and disconnection alarms. There was no indication of a technical ventilator malfunction.

Event description:
Manufacturer ref. #: (B)(4).